Event description:
It was reported that stent dislodgement occurred. A 2.25 x 12mm synergy xd drug -eluting stent was advanced for treatment. However, when trying to deliver the stent into the lesion, the stent fell off. The device was removed, and there were no patient complications reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.